Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had undergone a possible heart attack while on cocaine. Egm data is inconclusive due to the patients state. The patient had an increased heart rate which was interpreted as ventricular fibrillation and had received unanticipated therapy. Anomalous noise was seen on stored egms but it could not be reproduced. Electrical measurements were within range and the patient will be monitored.